Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. Investigation: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. The root cause was not concluded due to unavailability of batch information. Complaints received for this reported condition will continue to be tracked and trended.

Event description:
It was reported that bd undisclosed needle type was obstructed. The following information was provided by the initial reporter, translated from portuguese to english: I have detected some 4 mm bd needles with obstruction. I always do tests before applying insulin to my daughter to make sure everything is ok with the needle and in these tests I notice.

Manufacturer narrative:
Pr (B)(4) follow up . As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received I have detected some 4 mm bd needles with obstruction. I always do tests before applying insulin to my daughter to make sure everything is ok with the needle and in these tests I notice.